Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they were unable to get the clips to form properly. Two different devices were used and the clips were scissoring. They over sewed the cystic artery to complete the case with no patient consequence.